Event description:
It was reported that a peritoneal dialysis (pd) patient (pt) experienced peritonitis. On the same day, the pt was hospitalized for the event. The cause of peritonitis was unknown. On an unreported date, the patient was treated with inj (injection) reflin (1gm/day) and inj tobramycin (40mg/day) for peritonitis. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4). Should additional information become available, a follow-up will be submitted.